Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a hysterectomy, the blue plastic sheath on the tip of the hook cev2295a 3pk n5 for hook handle (cev2295a) melted. There was no impact on the patient, as the melted sheath was removed, and the procedure was completed using another hook. No injury or death was reported, although there was a slight increase in surgical time by a few minutes.